Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the ventilator and was able to verify customer's reported problem. A zero pressure calibration was performed, the calibration was successful and the unit is operating without any errors. All tubes were removed from the ventilator and verified if alarm 318 is triggered. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to verify the exact root cause as the issue is no longer reproducible and no further issue detected to unit. Most likely it is due to an occluded circuit system during start-up self-test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 with alarm 318-inspiration valve fail-safe failed or occlusion in inspiration. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.